Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to moisture damage on the keypad traces. No moisture damage on the electronic assembly noted. The insulin pump was received with cracked display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after the customer was in the rain. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).